Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under the vibration box and has scratched until bled. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor prescribed a lotion. Follow up indicated that the cream is helping with the skin irritation. It is unclear if the patient used the prescribed lotion or a different type of lotion. Reporting out of abundance of caution.